Event description:
It was reported that cardiosave, intra aortic balloon pump (iabp) had a difficulty in inflation of balloon. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.